Manufacturer narrative:
The x2 basal iq user guide states: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. Am is to be used from midnight until 11:59 am. Pm is to be used from noon until 11:59 pm. Not having the correct time and date setting may affect safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the site reminder was not performing as intended. Upon review of pump data by tandem technical support, it was identified that the site reminders were initiating as intended; however, the pump time was incorrect. Customer acknowledged entering the pump time incorrectly. Customer corrected the pump time to resolve the issue. Customer's blood glucose was 104 mg/dl.